Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.